Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during laparoscopic surgery using the da vinci robot for a radical prostatectomy, the needle detached from the suture while placing a rocco stitch (reconstruction of the posterior pelvic floor) and fell into the surgical site. The surgeon had to search for the needle for approximately 10 minutes but fortunately was able to locate it. Additional information is not available.